Event description:
The patient's capsule broke. The doctor enlarged the incision to remove, and replace the lens with a smaller diopter lens.

Manufacturer narrative:
See MDR 1920664-2008-00051 for the intraocular lens used with this delivery device.